Manufacturer narrative:
Correction made to a1: patient identifier: unknown (previously submitted as none). Correction made to b5: there was no report of patient injury or medical intervention. Associated with this event (previously submitted as there was no patient involvement) correction made to d5: operator of device: patient/consumer (previously submitted as other). Correction made to f10/h6: health effect - impact codes: replaced f27 with f26 h10: the actual device was not available; however, a photograph of the sample was provided for evaluation.  Visual inspection was performed to the photograph using the naked eye which revealed that the tubing line broke off at the junction of the distal luer lock post. The reported condition was verified.  By the nature of the sample, no additional tests were performed.  The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an intermate sv (small volume) broke off at the wing screw / tube connection. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.